Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: he device was received for evaluation. During functional testing, failed downstream occlusion was not reproduced. A review of the event history log revealed downstream occlusion!" Alarms however test failures cannot be determined through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The force sensor no tube and force sensor scale factor calibration performed as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq had an issue of failed downstream error. This occurred during testing in the biomed service department. Here was no patient involvement. No additional information is available.